Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown/not provided. Weight unknown / not provided. Additional device information unknown/not provided. Device manufacturer date unknown/not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant at tooth site 13 fractured at the neck portion. Only this portion was returned by the doctor. Upon patient's request the bottom part of the implant was not removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched parallel walled implant 4 x 13mm (boss413) was returned for investigation. Visual evaluation of the as returned product identified a complete fracture at the middle threads. No screw fracture or additional malfunction was identified, however, abutment with screw still remained with the top fractured part of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (boss413) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.